Event description:
It was reported that the patient had a fall for reasons unrelated to the right ventricular (rv) lead. It was noted while being checked in the emergency room (ER) that the patient experienced fatigue and discomfort. The pacing impedance and capture thresholds were high. The physician suspected a rv lead fracture. The rv lead was capped (B)(6) 2026, and replaced. The patient was stable throughout the procedure and after. The patient had no fatigue after the procedure.